Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. There was moisture damage found on the keypad trace. The displacement, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and moisture damage. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual syringe. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to pool water and there was fluid under the lcd display. Customer advised they took off the insulin pump and swam in the pool but someone else spilled pool water on the device. Customer advised they allowed time for the insulin pump to try but the display remained foggy.